Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, cloudy color in the gel, deformation, crease fold, brown particles on the shell and device appearance (observed split in patch area, it is out of specification per qa199.04 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint). After autoclave cycle were observed: voids. Based on the device analysis the final assessment is: no were observed openings on the device. Split in patch area, due to a workmanship.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture".

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.